Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings:a review of the pump¿s black box history showed that multiple unexplainable power reboots were recorded. The returned battery cap was not able to be fully secured to the pump and was not able to maintain an electrical connection with the pump. Visual inspection revealed that the battery compartment was cracked in the thread area. The battery cap threads were found to be damaged. A test battery cap was used to complete all testing. The pump was exercised for 24 hours using a test battery cap with no power reboots, power losses or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.